Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of angina and stenosis are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient was hospitalized (B)(6) 2015 due to coronary heart disease (chd). On (B)(6) 2015, coronary angiography (cag) was performed and a 3.0 x 23 mm xience xpedition stent was implanted in the 90% stenosed, proximal right coronary artery (rca). Additionally, a stent was implanted in the mid rca. On (B)(6) 2015, the patient was discharged. On (B)(6) 2017, the patient was re-hospitalized due to sudden chest tightness and chest pain diagnosed as chd and acute coronary syndrome (acs). Cag showed that the stent implanted in the proximal rca was 95% stenosed and additional stenosis was seen in the mid left anterior descending coronary artery. A stent was implanted in the mid rca as treatment and the patient was discharged on (B)(6) 2017. No additional information was provided.